Event description:
A physician successfully deployed a starclose clip in the right femoral artery. The physician preferred not use counter traction to remove the starclose device. A cut-down was performed and the starclose device was removed from the tissue tract. Hemostasis was achieved by the starclose clip.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.